Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with their sensor. Customer states the pump went into low glucose suspend. The customer's blood glucose level was 165.6 mg/dl. Customer stated trying to calibrate, but receiving a calibration error. The customer was assisted with troubleshoot, but stated they would try it when they got home and would call back. A replacement is being sent out.